Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue and replaced the executive processor board as a precautionary measure. Subsequently, the iabp unit powered on with no issues or errors. Unrelated to the reported issue, the stm replaced the 9v battery per service manual instructions because the existing battery in the unit was dead. All safety, functionality, calibration checks and all tests passed per factory specifications, and the iabp unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) was experiencing start up issues. The display would come up but did not finish the start up procedure. There was no patient involvement and no adverse event was reported.